Event description:
The customer called to report repeated motor error alarms during normal use. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, due to loose motor support disk. The insulin pump failed the displacement test due to a faulty motor encoder.